Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-aug-2019 with the following findings: a review of the pump¿s alarm history record showed one cs 088 watchdog alarm on (B)(6)2016. During testing, the pump powered on and was exercised for 12 hours with no call service alarms occurring. The pump case was removed and no evidence of moisture or watchdog related defects were observed. The complaint of an unusual alarm issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, a crack was observed in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an unusual issue in the form of errors and warning messages on the pump. No further detail was available. This complaint is being reported because the alleged issue may result in a long term cessation of insulin delivery if the user is unable to resolve the errors and messages. There was no indication that the product caused or contributed to an adverse event.